Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the delivery catheter was returned in its unopened, sealed sales packaging, the shipping box was not returned with the delivery catheter. The use by date was 2025-07-09 with lot number 0011859887. There were no anomalies found with the front side of the sales packaging. There were no anomalies found with the back side of the sales packaging. The seal on the sales packaging was intact and unopened. There were no anomalies found with the bottom side of the sales packaging. There were no anomalies found with the top side of the sales packaging. There were no anomalies found with the right side of the sales packaging. There were no anomalies found with the left side of the sales packaging. There were no anomalies found with the instruction booklet of the sales packaging. There were no anomalies found with the inner packaging on the front side. There were no anomalies found with the inner packaging on the back side. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shipping box containing nine delivery catheters arrived with the tape misaligned over the top of the box. Water entered the shipping box, waterlogging and damaging all of the catheter packaging. The inner sterile barriers were also breached. There was no patient involvement.